Event description:
Received a report of a suspected dialyzer reaction from a hemodialysis user facility. The symptoms reported for this event were a low bp, sob, loss of conciousness, and vomiting. These symptoms occurred 15 minutes into the therapy. The pt was also administered promethazine for nausea and vomiting as well as a po 650 mg dose of acetaminophen for a headache. The pt's bp was 101/46 and a pulse of 54 at the onset of this event. It was also reported the pt then became unconscious. The pt was given saline and the blood was reinfused and then the pt was taken off dialysis and transferred to ER for further evaluation and treatment. The initial reporting rn was contacted and add'l info was received. It was learned that this pt had been receiving dialysis with this dialyzer continuously for 4 months with recurrent vomiting and headaches. The rn stated this pt is very sensitive and it could be that the pt was new to dialysis, and maybe too much fluid was being removed and the pt was getting too dry. Also, the pt had some mental issues, and did not want dialysis but was prompted by md to start dialysis because the md had noted increased uremic symptoms occurring to this pt with increasing nausea, vomiting and decreased energy and appetite. The rn stated this pt has been upset about starting dialysis. It was learned 6 days earlier, that this pt is receiving all dialysis with use of this dialyzer with no further ill effect. There is no sample available for an evaluation.